Event description:
Written report received from baxter for overinfusion during pt use. Contents of device reported as 0.2% ropivacaine hydryocloride hydrate 100 ml and morphine hydrochloride 3 mg. Report states that the hosp set the flow adjustment tool at 2 ml/hr. But reportedly, it flew much faster. Ncc states not sure of total infusing time. Ncc states that the flow rate of the event device was tested by qa and the results were reported as 2.3 ml/hr. There was no pt injury or medical intervention required.